Manufacturer narrative:
The reported condition of failure code 814:04 channel b was confirmed in the event history but could not be duplicated. The reported condition is due to a faulty ail pcb (air in line printed circuit board). The ail pcb channel b was replaced and calibrated to correct the reported condition. A follow up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility reported a colleague pump with failure code 814:04 channel b. It was not specified when reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.